Event description:
This x-ray system's collimator became loose. It's mounting screws were loose.

Manufacturer narrative:
The customer care advocate (cca) was able to follow up with the patient on september 29, 2010 and obtained the following information. The patient mentioned that he had tested his blood glucose on (B)(6), 2010 and obtained an allegedly high reading; however, does not recall the reading. The patient had taken 12 units of apidra. At an unspecified time later, he exhibited symptoms of feeling sweaty, shivery and "discontinuous speaking". He tested his blood glucose and obtained a result of 3.5 mmol/l (63 mg/dl), he ate a meal and symptoms stopped. At night at an unspecified time, the patient fell unconscious. The patient was taken to the hospital and his initial reading in the hospital was 16.8 mmol/l (302 mg/dl). It is unknown what treatment the patient may have received prior to coming to the ER by paramedics. The patient only regained consciousness a week later and was hospitalized for 2.5 months. Per patient the diagnosis was "diabetes and sooner or later proposal for insulin pump". Prior to the incident, the patient's diabetes regimen consisted of diet and insulin treatment and tests 4x a day. The physician has changed his diet and his insulin amount; however, it was not specific of what exact changes were made. The patient claims if he does not feel well, then he tests 8x a day. The test strips were in good condition and not expired. Based on the new information that was provided, the complaint still remains as an adverse event.

Event description:
The lay user / patient contacted lfs (B)(4) via email on (B)(6), 2010 alleging inaccurate readings on his one touch ultra meter. He claims that due to the alleged inaccurate readings he obtained on the meter, he took an unspecified amount of insulin on (B)(6), 2010 and ended up developing hypoglycemia and fell unconscious. The patient was hospitalized for 2 months. The patient also suffered an ankle injury. Lifescan (lfs) was unsuccessful in getting a hold of the patient to ask additional questions. At this time, there is no information on what the patient's blood glucose readings were prior to the event, how much insulin he had taken, how soon after taking insulin he developed symptoms, how soon after he regained consciousness, initial reading in the hospital, treatment and why the patient was admitted in the hospital for 2 months. It would have also been helpful to know the patient's diabetes regimen, and whether they patient took the increase dosage of insulin on his own or based on his diabetes regimen. The products were replaced and requested back. The complaint is being reported since the patient alleged that he took an unspecified amount of insulin based on the meter result and later suffered a serious injury.

Manufacturer narrative:
510 (k) # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.